Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported migration (partial clip movement) appears to be related to patient morphology/pathology due to tethered leaflets. However, a cause for the reported entrapment of device (suspected chordae in the clip). The reported unexpected medical intervention was a result of case specific circumstance as another clip was implanted to stabilize the reported clip. There is no indication of a product issue with respect to manufacture, design or labeling. Codes added: medical device problem code: 1212.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 mixed tricuspid regurgitation (tr) and flail leaflet for a triclip procedure. During the procedure, after deployment, a chordae was suspected in the clip and the clip tilted in aortal direction. Another triclip was implanted on posterior leaflet to stabilize the tilted clip. The tr was decreased to grade 2 post procedure. There were no adverse patient effects or clinically significant delay reported.